Event description:
Reporter stated the infusion device displayed repeated e7 electronic errors. No physiological effects were reported. The infusion device was returned for evaluation, and it was found the vibrator motor does not function. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device evaluation is in progress.